Event description:
A caller reported that a pump malfunction occurred, displaying malfunction code 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur, and the caller was instructed to continue using the pump and to call back if the issue recurred.